Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the fentanyl infusion was programmed to infuse for 20 hours, however the fentanyl IV bag was found empty after 3 hours into the infusion. The customer stated that there were no adverse effects caused to the patient from the event.